Event description:
An end user called in and stated he suddenly noticed blood in his pouch, upon emptying the pouch it turned the water in the toilet very red. The end user went to the emergency room, where the skin barrier was removed. The end user stated the emergency room doctor found a small red bit of tissue which was described as pimple sized, but looked like the soma to the left and just beyond border of the stoma and the bleeding was coming from this location. The emergency room doctor cauterized the area with silver nitrate sticks which stopped the bleeding and the end user went home. Upon arriving home, about two hours later, the end user noticed blood in his pouch again and return to the emergency room. The emergency room doctor called in a surgeon, the device was removed and a second area that looked like the first was bleeding on the right lower side, this was also cauterized and the end user was sent home.

Manufacturer narrative:
Based on the available information this event is deemed a serious injury. The end user was educated on the effects of coumadin, the fact that it is a blood thinner can extend bleeding time for any cut or bruise. The end user was also told to advise his surgeon if he notices any new areas with same appearance. No additional pt/event details have been provided to date. Should additional information become available a follow-up report will be submitted. A return sample for evaluation is not expected. Reported to the FDA on (B)(6) 2013.